Manufacturer narrative:
(B)(4), unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during unknown procedure, the concorde lift cage collapsed. Patient is asymptomatic, but the collapse was noticed when comparing intra-op pictures with the post-op follow up films. Procedure and patient outcome are unknown. This complaint involves one (1) device.

Manufacturer narrative:
(B)(4).